Manufacturer narrative:
Pro code (product code): ocl.

Event description:
It was reported that a console created insufficient ice. An unknown boston scientific cryoablation system was in use in conjunction with two icerod needles. Testing was performed successfully and the procedure proceeded. Six minutes into the second freeze an iceball formed, however, it as not as well defined, large or dense as was expected by the physician. The noise of the gas supply sounded "underpowered". A third freeze was conducted as a precaution. Only 50 bar pressure was achieved. There were no patient complications reported.